Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it had 4 months of expected battery longevity remaining and presented an increase in power consumption, with the device reaching elective replacement indicator (eri) status in april. A request was made to have data from this device analyzed, however there has not been a data transmission since february. Available data was suggestive that the battery was depleting more quickly than expected. The device was explanted and replaced. No additional adverse patient effects were reported. Despite several attempts to locate the product, it is unknown if the device will return for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it had 4 months of expected battery longevity remaining and presented an increase in power consumption, with the device reaching elective replacement indicator (eri) status in april. A request was made to have data from this device analyzed, however there has not been a data transmission since february. Available data was suggestive that the battery was depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.